Event description:
It was reported that the patient had an inappropriate shock due to oversensing of a large railing noise and a wandering baseline. Testing in the office could not reproduce the noise. Technical services discussed some testing and programming options. There were no additional adverse patient effects. The system remains implanted.